Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular planned treatment was performed when the issue happened. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system and confirmed that system won¿t turn on or boot up at all. After reviewing log file, fse found issue with flex vision pc. Fse flex vision pc and loaded software. After replacement of flex vision pc, the system was returned to use in good working order. The defective part was returned for analysis and the failed component was flex vision. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up at 00:00. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision-pc and loaded the software. The device was returned to expected functionality.